Event description:
A customer received a synchron wash concentrate ii reagent kits that had leaked in the shipping box. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer indicated that the caps did not appear loose. There were no cracks on the bottles and no sign of damage on the boxes. Service was not dispatched for this event. Two replacement kits were sent to the customer. (B)(4).